Manufacturer narrative:
Premature battery depletion and communication failure was confirmed by analysis. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A longevity calculation was performed and found the battery depletion was premature. A device evaluation was performed, and no sources of high current were noted. The battery was analyzed by its manufacturer and an internal battery anomaly was found. The cause of premature battery depletion was due to the anomalous battery.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the implantable cardioverter defibrillator could not be read or recognized. It was noted that the device exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.